Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board pcb) and the breath delivery (bd) power controller printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator ¿went into ventilator inoperative status with background fault detected message¿ and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Correction to section g 5 510k number additional code added to section h6 evaluation code - result. H3 device evaluation summary: one breath delivery (bd)-power controller was received for failure analysis. The reported event was not duplicated. The analysis determined no fault found as the power controller board appeared to function normally when the controller board was attached with the bd power distribution board of vent 5 and controller board pass all est test with no alarms. One direct current (dc)-dc converter printed circuit board assembly (pcba) was received for failure analysis. The reported event was duplicated. During test, the capacitors were observed to be generating an excessive amount. The codes generated at the time of the failure are consistent with previous instances of voltage drops associated with faulty c83 capacitors. The likely cause of the event was isolated to faulty c83 capacitors in dc-dc converter pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.